Manufacturer narrative:
The field service engineer cleaned the blocked nozzle that was the source of the leak in the wash station. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer fixed a leak in the wash station. This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient with the cobas 8000 cobas c 701 module. The initial result was 0.84 mg/dl and the repeated result was 1.01 mg/dl. The questionable result was not reported outside the laboratory. The initial result related with clinical history and believed to be correct. The reagent lot number and expiration date were requested but not provided.